Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with a blood glucose reading over 600 mg/dl. Customer was hospitalized for high blood glucose. Customer stated that 2 weeks before the incident, she was getting sick. Customer was throwing up and had low grade temperature. Customer was treated for kidney, heart, high blood pressure, and high blood sugar. Customer was in the hospital for 7 days. Customer was wearing the pump at the time of the hospitalization. Customer removed the pump once she was admitted.